Manufacturer narrative:
The device is in possession of the hospital and the hospital plans to return it. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right atrial (ra) and another manufacturer's right ventricular (rv) lead were stuck in the device header. Three wrenches and a couple of drills were used during the attempts to remove the leads from the header. The ra lead was eventually able to be removed from the device header and the lead remained intact, however, the rv lead was noted to be broken and a partial sternectomy was performed to explant the rv lead and device. Another manufacturer's device and rv lead were implanted. The patient spent 2-3 days in the intensive care unit following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted tool marking on the device case and also noted that all four seal plugs were missing and all four setscrews showed signs of being drilled out. All four setscrews and terminal blocks also showed signs of excessive contamination/corrosion. Laboratory analysis concluded that the damage was consistent with induced damage.